Event description:
It was reported that a patient with a 27mm 6900ptfx mitral valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 8 years, 5 months, due to unknown reason. The procedure was performed successfully with a 26mm 9755rsl transcatheter valve. The patient was in recovery post procedure.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 investigation findings, and investigation conclusions. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Based on the information available, a definitive root cause cannot be conclusively determined.